Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial or lot#: (B)(6); UDI #: (B)(4); h3: yes; h6:FDA img:g0200701; h6:FDA method code(s):b01, b15; h6: FDA results code(s):c19, c02, c23; h6: FDA conclusion code(s):d15, d10, d02, d11; serial or lot#: (B)(6); UDI #: (B)(4); h3: no; h6:FDA method code(s): b15, b17; h6: FDA results code(s): c23; h6: FDA conclusion code(s): d11 product event summary: the pump (B)(6) and one (1) battery (B)(6) were not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Log file analysis revealed eight (8) critical battery alarms and one (1) controller fault alarm logged on (B)(6) 2021. At the time of the first critical battery alarm, recorded at 22:03:56, (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. Review of the event log file then revealed a controller power-up event, with an associated motor start event, logged at 22:05:25. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 15 seconds. Another controller power-up event, with an associated motor start event, was logged at 22:30:07. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) rsoc and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was still connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 8 minutes and 20 seconds. The one connected battery was then allowed to continue depleting; another critical battery alarm was recorded at 23:07:45 when (B)(6) depleted to (B)(4) rsoc, followed by six (6) additional critical battery alarms. A controller fault alarm was logged at 23:44:36. A controller fault alarm will occur if the battery is approaching (B)(4) rsoc. The controller lost power at 23:50:27, indicating that the battery had completely depleted. Log file analysis revealed another controller power-up event, with an associated motor start event, logged on (B)(6) 2021 at 01:45:16. The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two (2). The controller had been without power for 1 hour, 54 minutes, and 49 seconds. Of note, the controller then remained connected to only a power adapter on power port one (1) through (B)(6) 2021. Review of the controller log files revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2021, followed by a sharp increase in power consumption and estimated flows to parameters above normal operating range on (B)(6) 2021. Seven (7) low flow alarms were logged since (B)(6) 2021 and one (1) high watt alarm was logged on (B)(6) 2021 at 05:54:51. A vad disconnect alarm was then logged on (B)(6) 2021 at 06:49:07. An analysis of the alarm file revealed that the vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. A vad stopped alarm was subsequently logged at 06:49:29, indicating that the pump failed to restart after multiple attempts. A vad disconnect alarm was logged on (B)(6) 2021 at 14:20:41, indicating a physical disconnection of the driveline from the controller. As a result, the reported low flow and high watt alarms, critical battery alarm, and vad stopped alarm events were confirmed. Information received from the site indicated that the patient was found dead due to unknown cause and a stroke was suspected. Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the initial two (2) losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the critical battery alarms, controller fault alarm, and remaining loss of power can be attributed to the patient allowing the batteries to deplete. CAPA pr00551638 is investigating controller losses of power. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms and subsequently resulting in a vad stop and an inability of the pump to restart. Possible causes of the observed vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. (B)(4) is investigating controller losses of synchronization of commutation. Per the instructions for use, stroke, device thrombus, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of stroke or thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 2021-nov-30 / serial or lot#: (B)(4), UDI #: asku, device available for evaluation (2021 reports) : yes, return date: 07-jul-2021, device evaluated by MFR : no, device evaluation anticipated, but not yet begun dev ret to MFR?: yes, device mfg date: 2020-nov-20, labeled for single use : no, (B)(4). Brand name: heartware ventricular assist system ¿ battery,model #: 1650 / catalog #: 1650 / expiration date: 2018-ap-30 / serial or lot#: (B)(4), UDI #: asku, device available for evaluation (2021 reports): no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, device mfg date: 2017-apr-30, labeled for single use : no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found dead due to unknown cause. It was suspected that the patient experienced a stroke due to ventricular assist device (vad) thrombus ingestion as review of log files indicated that the controller exhibited low flow and high watt alarms. It was suspected that due to the stroke the patient did not change the battery, indicated by a critical battery alarm followed by a vad stopped alarm. No autopsy was performed.